Event description:
Dexcom g6 sensor reading 123 mg/dl with double down arrows; 5 minutes later dexcom g6 reading 136 mg/dl with no arrows at all. Double checked on finger stick and blood glucose reading is 190 mg/dl. Dexcom has failed.